Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken cable; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a broken cable was confirmed by baxter service. "A definitive root cause has not yet been identified. The device was returned unrepaired." Should additional information be received a follow-up medwatch will be submitted.